Event description:
It was reported the subject device cap was not put on and it was blown. The event occurred during set up for an unspecified procedure. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: missing bending section cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device cap was not put on and it was blown. The event occurred during set up for an unspecified procedure. There was no harm or injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.